Event description:
It was reported via repair work order that the right stirrup fell off due to the stirrup mount snapping the bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via repair work order that the right stirrup fell off due to the stirrup mount snapping the bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.